Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/10/2021. H.6. Investigation: bd received two insyte autoguard (B)(4) from lot 1061866 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. Next, a functional retraction test was performed by opening the packaged, breaking tip adhesion, replacing the catheter on the needle and pressing the activation button. The needle retracted successfully with no resistance or delay. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter caused a needle stick injury when the needle failed to retract completely. The employee went to urgent care to receive blood testing and treatment. The following information was provided by the initial reporter: "had a needle stick injury while starting an IV. Per ee, the needle from the angiocath did not retract completely. Ee went to urgent care to received treatment. I would like to bring to your attention that on (B)(6) 2021 (friday), an employee had a needle stick injury while starting an IV. According to her, the angiocath did not retract completely which resulted to her injury. She also had mentioned about the spring malfunction on the angiocath."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter caused a needle stick injury when the needle failed to retract completely. The employee went to urgent care to receive blood testing and treatment. The following information was provided by the initial reporter: "had a needle stick injury while starting an IV. Per ee, the needle from the angiocath did not retract completely. Ee went to urgent care to received treatment. I would like to bring to your attention that on (B)(6) 2021 ((B)(6)), an employee had a needle stick injury while starting an IV. According to her, the angiocath did not retract completely which resulted to her injury. She also had mentioned about the spring malfunction on the angiocath."